Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of loss of image was confirmed. Product failed functional testing with loss of live video during functional testing. Cause of video malfunction was a seating problem from connector to the dsp pcb. Ccu passed functional testing with no loss of video output. The complaint was confirmed and the root cause has been determined to be a seating problem on the dsp pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure the camera went down, causing a loss of image while in the patient. The procedure was completed with a backup device with no significant delay or patient injury reported.